Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H4, h6: a review of the receiving inspection (ri) for viper mono screw 7x45mm ti, was conducted identifying that lot number rl261433 was released in one batch. Batch1: lot units were released on 08 sep, 2017 with no discrepancies. Supplier: rti remmele medical, inc. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D2b: additional product codes: osh, kwp, kwq, mni and mnh. D9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: this pc is related to (B)(4) which reports about the rod breakage found in the removal surgery on (B)(6), 2023. This pc reports about the screw replacement performed in the revision surgery on (B)(6), 2021. It was reported that this was a pps (l3-5) for a fracture of l4 on (B)(6), 2021. After the initial surgery, a revision surgery was performed on (B)(6), 2021, and the viper monoaxial screw 7×45 mm inserted into l3 right was replaced with a prime screw 7×45 mm. The patient status/ outcome were stable. No further information is available. This report is for one (1) viper mono screw 7x45mm ti. This is report 1 of 1 for complaint (B)(4).